Event description:
It was reported that stent partial deployment occurred. The 95% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 24 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, it was noted that there was inadequate apposition of the stent to the vessel wall after implantation. The device was directly removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.